Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a damaged latch roller. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. A visual inspection was performed. The damaged latch roller was identified during this visual inspection. The cause of the condition was not determined. To correct the condition, the latch roller were replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.